Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin, and remained static at 50 units. The customer's blood glucose level was 86 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed that a new cartridge was loaded on the pump, and the insulin gauge displayed an accurate fill estimate.